Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached end of life (eol). Before change out procedure, it was noted that this ICD was found to be in storage mode. The ICD was explanted and successfully replaced. No additional adverse patient effects were reported.